Event description:
Three of the 4 prongs broke off during lumbar revision fusion surgery. Two of the prongs were retrieved, but one remains in pt as surgery elected to leave in.

Manufacturer narrative:
No investigation could be made, no conclusion can be drawn as the product was not returned for investigation. Manufacture date cannot be determined without a lot number.